Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable transvenous defibrillation lead exhibited high pacing thresholds. The sensing and pacing impedance measurements were noted to be normal. A microdislodgement was suspected. No adverse patient effects were reported.